Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock therapy and recorded an untreated episode due to t and p wave oversensing after the smart pass feature was disable due to low amplitude. The technical services (ts) reviewed the data and indicated that the amplitude was significantly reduced in the past year and suspected that the patient may have developed a different conduction pattern. The ts discussed troubleshooting options and recommended to reprogram the device. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the signal artifact monitor (sam) was disable again leading into t and p waves oversensing. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient had a thoracotomy at another hospital and the placement of the original implant looks different in the new performed x rays. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, smart pass was deactivated again due to t wave oversensing. Technical services (ts) mentioned that the x-ray showed adipose tissue underneath the electrode and the s-ICD, and that there is an option to improve the system placement based on ast results. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock therapy and recorded an untreated episode due to t and p wave oversensing after the smart pass feature was disable due to low amplitude. The technical services (ts) reviewed the data and indicated that the amplitude was significantly reduced in the past year and suspected that the patient may have developed a different conduction pattern. The ts discussed troubleshooting options and recommended to reprogram the device. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the signal artifact monitor (sam) was disable again leading into t and p waves oversensing. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient had a thoracotomy at another hospital and the placement of the original implant looks different in the new performed x rays. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock therapy and recorded an untreated episode due to t and p wave oversensing after the smart pass feature was disable due to low amplitude. The technical services (ts) reviewed the data and indicated that the amplitude was significantly reduced in the past year and suspected that the patient may have developed a different conduction pattern. The ts discussed troubleshooting options and recommended to reprogram the device. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock therapy and recorded an untreated episode due to t and p wave oversensing after the smart pass feature was disable due to low amplitude. The technical services (ts) reviewed the data and indicated that the amplitude was significantly reduced in the past year and suspected that the patient may have developed a different conduction pattern. The ts discussed troubleshooting options and recommended to reprogram the device. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the signal artifact monitor (sam) was disable again leading into t and p waves oversensing. This s-ICD remains in service. No adverse patient effects were reported.